Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during a trial procedure to implant the patient's lead, it was noted the epidural space was too small to allow the lead to pass. As a result, the physician abandoned the procedure. In addition, an MRI was ordered.